Event description:
Disposable linear stapler was being used during bowel resection. Knife cut through bowel, but there were no staples in the stapler to repair/anastamos the bowel. Rptr states knife should not cut until staples activate; however this unit was devoid of staples.